Event description:
I was hospitalized with complications from a lumpectomy. I was put on zosyn IV therapy in 2008. I also had my incision reopened and left open to heal from the inside out. Since then, I came home on IV zosyn five days later, and I am still on it. My open incision is flushed out with two normal saline flush 10ml daily and I have a PICC line in my arm, that is flushed 6 six times daily, also with the same solutions. Ndic # 64054-0910-2 catalog # 0910-12 product name: normal saline flush 10ml. In this batch lot, I have used 45 syringes. I have been experiencing muscle aches, cold chills, nausea, headache, flu like symptoms, burning in my knees going down to my feet. I found out a couple of days ago that there was a recall on this batch lot. I don't know if previous batch lot were also contaminated. Dose or amount: pre-filled used on IV; frequency: 6 six times daily; route: IV. Dose or amount: pre-filled open incision sight; frequency: two times daily. Dates of use: present fifteen days in 2008. Diagnosis or reason for use: infection from a lumpectomy, home IV therapy.